Manufacturer narrative:
Samples have been requested but not received for eval. Should sample become available, a follow up report will be filed. Review of the complaint history indicates similar issues have been reported on this product line.

Event description:
The customer reported a problem with this extension set. When the customer was taking the set out of the pouch and straightening the set the tubing separated from the male luer lock adaptor. No pt involvement has been reported at this time. No other info was provided.